Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that no button was pressed for more than three minutes. The customer's blood glucose was unknown. The customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked case at the reservoir tube window corner and a missing end cap sticker.